Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the implant has not really helped their symptoms at all since they were implanted and they are tired of being wet all the time. The patient stated that they increased stimulation and changed to program 1 yesterday. The patient also stated that they have been being shocked since they increased stimulation yesterday. Patient tried both program 2 and program 5 and decided they liked program 5 at 0.5. Patient will monitor symptoms now that a change was made and will follow up with hcp if the issues don't resolve. No further complications were reported.